Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer resolved the issue at each occurrence by changing supplies and resuming insulin delivery. The customer's blood glucose level was 100-200 mg/dl.